Event description:
It was reported that the patient was transitioned from a long-used steel infusion set to a teflon-style infusion set and experienced repeated premature firing of the inserter that did not seat the cannula, resulting in incorrect deployment of the infusion set and connection, with difficulty attributed to manual dexterity limitations following recent carpal tunnel surgery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem found, a usage problem was identified, and the affected component was the cannula, in the context of an improper or incorrect insertion method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The patient agreed to in-person training with a clinical specialist to address insertion technique.